Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to an investigative report via online published by hunterbrook media on approximately (B)(6) 2025 the dexcom¿s g7 continuous glucose monitor (cgm) failed to alert a patient to dangerously low blood sugar levels. The patient reportedly lost consciousness behind the wheel due to hypoglycemia when his g7 device did not provide a timely alert. On a separate occasion, he was revived by bystanders who administered grape juice. No additional clinical documentation was provided regarding these events. The patient¿s identity was not disclosed in the article, and no follow-up information was available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.